Event description:
It was reported by the patient she was convinced that using a microwave and having vns causes her to have a seizure. The patient stated she confirmed with the surgeon who said she must stay aware from all microwaves and that the surgeon had advised her to place a cell phone in the microwave and call the phone. If she could hear the phone, then the microwave was not sealed correctly and poses a danger to her. Attempts for additional relevant information have been unsuccessful to date.